Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased total bilirubin results for numerous patients on an architect c4000 analyzer. The following data was provided (customer¿s reference range is 0.2-1.2 mg/dl): initial result, on (B)(6) 2024, was <0.1, repeat, on same analyzer, was <0.1, repeat, on another analyzer, was 0.4 mg/dl. The customer provided results for additional samples with sample ids ranging from 1 to 28 with initial results ranging from <0.1 to 0.9 and repeat results, on another analyzer, ranging from 0.2 to 1.4 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier complete entry = see section b5. The complaint investigation for falsely decreased total bilirubin results included a review of data and information provided by the customer, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for falsely elevated results for the product. Return testing was not completed as returns were not available. A review of the product labeling concluded that the issue is sufficiently addressed. Manufacturing documentation for the likely cause list number were reviewed and did not identify any issues. File samples were not tested, as the samples were retested on another instrument with the same reagent lot, and acceptable result was produced. In addition, the quality controls were performing within the expected ranges, which shows that the assays were performing as expected. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency with the total bilirubin reagent, lot number 64715uq08, was identified.

Event description:
The customer observed falsely decreased total bilirubin results for numerous patients on an architect c4000 analyzer. The following data was provided (customer¿s reference range is 0.2-1.2 mg/dl): initial result, on (B)(6) 2024, was <0.1, repeat, on same analyzer, was <0.1, repeat, on another analyzer, was 0.4 mg/dl. The customer provided results for additional samples with sample ids ranging from 1 to 28 with initial results ranging from <0.1 to 0.9 and repeat results, on another analyzer, ranging from 0.2 to 1.4 mg/dl. There was no impact to patient management reported.